Manufacturer narrative:
On 5/30/17 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - the root cause cannot be determined due to the lack of information received to perform a complete investigation. Product will not be returned for evaluation. Device history evaluation - nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: none. Engineering change order/manufacturing change order history: there is no applicable engineering change order/manufacturing change order history. Corrective action preventive action history/corrections: none. Health hazard evaluation history: none. Repair history: n/a. Conclusion: failure analysis cannot be performed based on the lack of information provided by the customer. The 9300xsptbl table stand will not be returned for further evaluation. There was no confirmed product failure.

Event description:
(B)(4). The stand supporting the luxtec light source, fell out of the base. The light source was placed on a cart and a new stand was ordered and assembled. The light source was reattached to the new stand. What was the original intended procedure : use of the light source during an or case.